Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on october 29, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 13, 2021.

Manufacturer narrative:
This report is submitted on 12 apr 2021.

Event description:
Per the clinic, the patient stopped responding to sound and reported of subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.